Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The haptic tore of in the cartridge as the lens was inserted in the eye. The lens was cut to remove from the eye and it replaced with another same model lens with no injury to the patient.

Manufacturer narrative:
(B)(4). Method: lens work order search cartridge lot number search. Results: a visual inspection of the returned product found loop haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the same work order. Performed a cartridge lot number search and nine similar complaints were found. Conclusions: based on the complaint history, cartridge lot number and lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined, (B)(4).